Event description:
It was reported that during an unknown procedure that device was inserted and stapled. When tried to remove, they were unable to get it released from rectum. No delay or patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2026. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the device locked on tissue with the anvil closed? 2. If yes, what steps were taken to open the anvil? 3. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? 4. If the anvil could not be opened, how was the device removed? 5. Was the device not able to be removed and subsequently the tissue was cut? 6. Please provide the source or title of external person providing answers to follow-up: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.